Manufacturer narrative:
The reported complaint was confirmed as a foreign matter related external leak. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch and was returned with fmcna-(B)(4) adapter and blood port caps. The fibers were wet with visual evidence of blood exposure. Gross visual examination of the sample noted the dialysate and blood ports to in intact. The screw flanges were undamaged, fully engaged and sonically welded into place on the housing threads. Visual examination observed a particulate located between the silicone o-rind and polyurethane cut surface on the non-cavity ID end at approximately 150 degrees (with the dialysate ports a 0 degrees). Visual characteristics of the particulate are consistent with polyurethane/polyethylene (pe/pu) silvers; they are thin, semi-translucent and flexible but retain shape. The dialyzer was subjected to a laboratory bubble point test (external leak test) in which no leaks were detected. Although the external leak was unable to be replicated within the complaint laboratory, the pe/pu silver may have created an incomplete seal between the non-cavity ID end pu cut surface and o-ring during clinic use. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Hold mc. 10/19/2015a hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an external dialyzer leak. Estimated blood loss was 300cc. The patient completed treatment with a new set-up a different machine. The sample is available for manufacturer evaluation and has been requested.